Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. The likely cause of the burn could be high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip, component failure due to stress of repeated use, external factors, or handling. In addition, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a burn at the plastic distal end cover and had foreign material in the auxiliary-water channel (tube). There was no patient involvement.